Event description:
Report states that a pt with a prior history of type 2 diabetes, severe end organ dysfunction, and end-stage renal disease (treated with continuous ambulatory peritoneal dialysis, using a dialysate containing icodextrin - a labeled interferent for sensor test strips), was admitted to the medical intensive care unit. One day prior to pt's admittance, she presented to the ER with weakness and lethargy. The subsequent physical examination, chest and abdominal x-rays, and laboratory work up, were determined to be normal, and she was discharged. The following day, pt reportedly returned to the facility with generalized seizure and stupor. Upon admission, pt's blood glucose reportedly measured 139 mg/dl on an accutrend sensor system. A concomitant laboratory test reported pt's blood glucose as 39 mg/dl. Head computed tomography scan was normal and a lumbar puncture revealed all variables to be within normal range, with the exception of glucose level (37 mg%). At this time, pt was reportedly started on an intravenous glucose solution. Although pt's blood glucose levels subsequently normalized, she did not regain consciousness. An additional head CT, performed 2 days later found diffuse bilateral cerebral cytotoxic edema that was not present on the prior scan. The pt reportedly remained in a vegetative state and expired 21 days later. The sensor strips were not returned to the manufacturer for evaluation.

Event description:
The patient presented for closure of an atrial septal defect in 2009. The defect measured 14-15mm on ice and was balloon sized to 18.2-20.7mm on ice using stop-flow, and a 20mm amplatzer septal occluder ("aso") was implanted. Proper device placement was confirmed by echo and x-ray. Three days post-implant of the aso, the patient presented to the medical center and had over 300cc of blood removed from the pericardial space. There was no pulsitile bleeding during or after pericardiocentesis, and there was minimal drainage over the couple hours between pericardiocentesis and surgery. The device was surgically removed and the surgeon described a thrombus on the outside roof of the left atrium (under the pulmonary artery).

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the patient with a large, high secundum asd that had a small superior rim and a thin but adequate ivc rim. Views of the aortic rim, posterior rim, av valve rim and svc rims were not on the ice images provided. The static diameter of the defect measured 11-14mm and was stop-flow balloon sized to 20mm with a waist visible on the balloon. When the sheath was placed across the asd, the defect measured approximately 16mm. A 20mm aso was deployed and following release, the svc and ivc rims were visible and the device appeared to sandwich both of these rims. Short-axis ice images were not provided to evaluate the device toward the aortic side. The tte four-chamber view showed that the device sat high and away from the av valve rim. The subcostal view images were not clear; however, the device did not appear to be aligned to the atrial septum. In the short axis view, the device appeared wedged between the aorta and the posterior wall, although this was not clearly demonstrated on the tte images. The remaining echocardiograms were performed the following day that demonstrated a significant pericardial effusion. An important but subtle finding was the slight movement of the device toward the av valve rim. The surgical report states that the erosion site was the roof of the left atrium, close to the atrial septal rim. The patient remained stable because the aortic wall was intact. In summary, this patient experienced a device related erosion 24 hours post-implant. The high secundum asd has an increased risk of complications. It is not possible to conclude whether the device was oversized, as images were not provided that assessed the defect in orthogonal views. This event was reviewed by aga's asd adjudication board and the following observations were reported: this patient experienced a device related erosion, however, discrepant data was recorded between the angiograms and echocardiograms, therefore sizing could not be determined.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.